Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the most probable root cause for the pairing issue between the inpen and inpen app is that the inpen has been in use for greater than 12 months. This is an issue related to the inpen device. To assist with the resolution of the issue, we recommend patient to talk to their hcp or helpline team to discuss how to get a new inpen. This issue has been confirmed. The helpline has confirmed that a replacement inpen will be sent by them to the customer. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frequent inpen not found alert. The customer reported no adverse event. The event involved product(s) mmt-105nnblna, mmt-8061. Troubleshooting was performed. Issue was recurring. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-105nnblna was requested and customer response was the device will be returned. No product return is required for mmt-8061.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.